Event description:
Procedure: gastric bypass. Reportedly, the needle would not lock into place. Once introduced into the body, it would fall out of the jaws of the instrument. The doctor retrieved the fallen needle and the doctor finished the case with another endo stitch. No tissue damage occurred to the patient.